Event description:
It was reported to medtronic minimed that the customer experienced no com pump to transmitter, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7841zn, unk_ngp, mmt-332a, unomedical. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting customer reported a loss of communication between the transmitter and the pump. Deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. Transmitter charger has been in use more than a year. Customer reported low bgs. No further patient complications were reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for unk_ngp. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.